Event description:
It was reported that the leads dislodged. An x-ray was obtained and reprogramming done. The pt was admitted to the hosp for three days and the leads were replaced. No surgical complications were reported.